Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned to zoll manufacturing corporation for evaluation. As received, the monitor failed incoming functionality testing, as the driven ground was defective. Root cause investigation is currently underway. A supplemental report will be sent upon completion of the investigation. There is no indication at this time that the monitor malfunction caused or contributed to the patient death.

Event description:
A us distributor returned monitor sn (B)(4) as part of an investigation into a patient's death. As received, the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: monitor sn (B)(6) was returned to zoll manufacturing corporation for evaluation. As received, the monitor failed incoming functionality testing. Upon investigation, two of the four insulated-gate bipolar transistors (igbts) in the high voltage defibrillation circuitry were found to be damaged (open circuit). Investigation into the damaged igbts concluded that the device attempted to deliver a pulse through a near short circuit condition of around 3 ohms, which is lower than the device's specified minimum impedance of 25 ohms. The low impedance resulted in a high current condition (current in excess of 100 a). The high current condition resulted in damage to the transistors that control the delivery of the pulse. The high current condition also induced a secondary system reset. The exact source of the near short circuit condition was unable to be positively identified. Between 07/28/2017 and 10/03/2017 multiple attempts to retrieve the associated electrode belt were made. The recovery attempts have been unsuccessful. As the electrode belt has not been returned for evaluation, it is unknown whether the near short circuit occured within the belt.

Event description:
Additional information 10/12/2017: a us distributor reported that a patient passed away on (B)(6) while reportedly wearing the lifevest. The hospital reported that the patient was in vt and the lifevest did not alarm. The hospital reported that the lifevest was removed when the device did not alarm. Review of the download data, the ECG strips, and the continuous ECG recording found that the device properly detected vt at 190 bpm and properly alarmed for the arrhythmia, contrary to the report from the hospital. The continuous ECG indicates that the patient was in a normal sinus rhythm at 60 bpm with a 2 degree heart block transitioning to vt at 06:01:20. Gel was released at 06:02:16. The actual pulse delivery was not recorded by the lifevest. Evidence suggest that the lifevest reset around 06:02:17. Following the restart at 06:03:26 the patient was in af from 50-90 bpm with motion/CPR artifact , from 06:03:30 until 06:10:06. At 06:10:06, the patient experienced a short run (16 seconds) of vt/vf at 160 bpm with motion/CPR artifact. The rhythm then transitioned back to ventricular rhythm at 80-90 bpm until receiving a non-lifevest defibrillation at 06:10:36. The lifevest did not initiate a treatment sequence due to the short run of vt/vf and the motion/CPR artifact. Following the external defibrillation, the patient was in af at 40 bpm with motion/CPR artifact. The patient remained in af until the lifevest electrode belt was disconnected at 06:15:12. Original information submitted 09/08/2017: a us distributor returned monitor sn (B)(4) as part of an investigation into a patient death. As received, the monitor failed incoming functionality testing.